Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -12.05/+2.5/072 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in micro-centrifuge vial, clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -12.5/+2.5/72 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault and lens rotation. The problem was resolved. (B)(4).